Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal via multi-function cable. Complainant indicated that there and no adverse effect to the pt due to the reported malfunction.